Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Reportedly, the customer alleged that the pump was not delivering insulin as intended; however, the alleged root cause could not be confirmed. Customer consumed glucose tablets to address bg. Reportedly, customer continued using pump for insulin therapy.